Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The blood glucose of the customer was unknown. The customer also reported that the insulin pump had no delivery alarm and the battery life was diminished. The customer refused the 24 hour helpline. The device will not be returned for the analysis.